Manufacturer narrative:
Additional information was received that the hospital returned the ipg with no associated complaint. No further information can be obtained. The returned ipg passed all required tests performed and exhibits normal device characteristics.

Event description:
A report was received that an ipg was returned to bsn for an unknown reason.

Event description:
A report was received that an ipg was returned to bsn for an unknown reason.